Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating additional testing was performed on this patient's system. A 41 j synchronous shock was delivered returning a shock impedance measurement of 65 ohms. The shock impedance measured 80 ohms before and after the shock. The physician concluded the system was capable of delivering adequate therapy. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating the patient was hospitalized for an issue unrelated to their implanted system. The physician plans to perform additional tests once the patient's condition improves. No adverse patient effects were reported. This system remains in service.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements. A gradual increase in pace and shock impedance measurements was noted across all channels of the device in prior months, though no other measurements were outside of normal limits. Noise was not observed on electrograms (egms) during provocative testing though two episodes stored to the remote patient monitoring system did exhibit noise; sensing and pacing thresholds were stable. Shock impedance measurements were noted increase from 127 ohms to 145 ohms upon the patient raising their left hand. X-ray evaluation was performed and there were no signs of physical damage to the rv lead. No adverse patient effects were reported. This system remains in service.